Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc and experienced autoimmune symptoms including fatigue, heart palpitations, hormonal issues, weight gain, dry skin, brain fog, signs of lupus, joint pain in fingers, neck pain preventing full rotation, and an inflamed bladder. The patient indicated she felt she was ageing fast. The physician noted a possibility of multiple sclerosis but no diagnosis was made. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.